Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) batteries are not holding a charge. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) batteries are not holding a charge.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and found that the batteries runtime was less than 135 minutes. The fse replaced the batteries and completed a pm, including all functional and safety tests as per manufacturer specifications.